Event description:
Caller stated that a tab that the cross brace attaches to the frame is broke.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.